Manufacturer narrative:
Follow-up to add: date of loss. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's wife alleges he was turning into the bedroom, the back wheel caught the door, and the unit allegedly tipped over with arnold in it. He believed he wasn't making a turn at that moment and that it was more of a straight away and didn't clear successfully.

Manufacturer narrative:
Per tech: replaced tiller and batteries. Unit is working properly. Parts never received back for evaluation.

Event description:
Consumer's wife alleges he was turning into the bedroom, the back wheel caught the door, and the unit allegedly tipped over with arnold in it. He believed he wasn't making a turn at that moment and that it was more of a straight away and didn't clear successfully.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's wife alleges he was turning into the bedroom, the back wheel caught the door, and the unit allegedly tipped over with arnold in it. He believed he wasn't making a turn at that moment and that it was more of a straight away and didn't clear successfully.